Manufacturer narrative:
The insulin pump was received with a frozen display due to a problem with the motherboard. Unable to test for any alarms due to the frozen display.

Event description:
The customer reported off no power alarms after incorrectly inserting the battery for three hours. The customer also reported that the insulin pump restarts after clearing other alarms. Advised that the insulin pump would be replaced. Nothing further was reported.